Manufacturer narrative:
Since the sample is unavailable and the review of the batch history records and retain samples did not detect any non-conformity, we are unable to justify the complaint. The balloon of foley catheter may burst due to user related reasons like over-inflation or pulling.

Event description:
Temperature sensing foley catheters bursting while in use with patients.